Event description:
It was reported that the patient had her device replaced. Unable to follow-up with the contact information provided, hence, no additional information was obtained.

Manufacturer narrative:
(B) (4).